Event description:
It was reported that pump experienced repeated malfunctions with malfunction code 12, and no notable events occurred before issue started. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if necessary, while technical support arranged shipment of replacement pump.